Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to noisy signals oversensing. X rays were performed and an under insertion of this electrode was found. Subsequently, the patient was admitted into the hospital and the therapy was programmed off. Furthermore, a revision was performed, and this electrode was successfully inserted into the heather of the s-ICD. This electrode remains in service. No additional adverse patient effects were reported.